Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, high impedance, and both pacing and sensing had failed. A chest x-ray was performed, and the lead was found to be bent into a u-shape and had notable damage. The lead was programmed off and not replaced. No patient complications have been reported as a result of this event.